Event description:
It was reported that a faradrive steerable sheath clear that was selected for an atrial fibrillation ablation exhibited a leak. A pump was used for the irrigation of the sheath. No issues were noted during preparation of the sheath. Transseptal puncture was performed by versacross fixed system. The physician exchanged the versacross sheath for the faradrive sheath in the left atrium. Once the dilator was removed from the sheath and non-boston scientific ablation catheter was inserted, the faradrive sheath was leaking saline and blood through the back of the sheath valve. Initially the sheath was leaking saline, but as the procedure progressed, both saline and blood were leaking back. The leak was classified as a slow to fast drip. The physician opted to not replace the sheath despite the leaking. The sheath leaked throughout the whole procedure except when the farawave catheter was inside the sheath. The procedure was completed successfully using the original sheath. However, notable amount of saline and blood that had leaked out of the sheath was observed, but no critical even occurred due to the bleed back. No patient complications were reported. No air was seen in the sheath. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for an atrial fibrillation ablation exhibited a leak. A pump was used for the irrigation of the sheath. No issues were noted during preparation of the sheath. Transseptal puncture was performed by versacross fixed system. The physician exchanged the versacross sheath for the faradrive sheath in the left atrium. Once the dilator was removed from the sheath and non-boston scientific ablation catheter was inserted, the faradrive sheath was leaking saline and blood through the back of the sheath valve. Initially the sheath was leaking saline, but as the procedure progressed, both saline and blood were leaking back. The leak was classified as a slow to fast drip. The physician opted to not replace the sheath despite the leaking. The sheath leaked throughout the whole procedure except when the farawave catheter was inside the sheath. The procedure was completed successfully using the original sheath. However, notable amount of saline and blood that had leaked out of the sheath was observed, but no critical even occurred due to the bleed back. No patient complications were reported. No air was seen in the sheath. The sheath has been received at boston scientific's post market laboratory.